Manufacturer narrative:
H10: h2: additional information on a1, b5, d9, e1 and h6 (health effect - impact code).

Event description:
It was reported that during a ligament repair surgery, the twin fix ultra anchor broke. The procedure was completed with a smith and nephew back up device using the original drilled bone hole with non-significant surgical delay. The broken pieces were removed from the patient with pliers and suction. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal portion of the anchor pushed to the base of the tapered portion of the insertion shaft the distal portion of the anchor was not returned. The prongs at the distal end of the insertion shaft are deformed and no suture material was returned. There is biological debris on the returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a ligament repair surgery, the twin fix ultra anchor broke. The procedure was completed with a smith and nephew back up device with non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).